Event description:
A male patient contacted lifecor customer support, in 2007, to report that the "adjust belt" alarms began on the day before at around 10 p.m. And would not stop. At 2 a.m. The patient removed the device. Then the morning of original date, he put the device back on and the "adjust belt" alarm occurred again. Support requested two manual recordings and a download. The download revealed a flat line on the front-to-back (fb) channel and high falloff on the back electrode. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn 79000283 has been completed. The reported problem was confirmed. The cause of the "adjust belt" alarms was due to water damage in ECG b. Water within the ECG node appeared to have shorted the signal. The short was fixed. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unknown, but looked to be due to liquid ingress into the ECG node. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.